Event description:
Additional information received that one of the four ophthalmic trocars was broken.

Manufacturer narrative:
Additional information updated in d.9, h.3, h.6 and h.11. Corrected information provided in section b.5. Four open ophthalmic trocar cannula/hub assemblies were received for the report of leakage occurred from valve part of trocar. Samples were visually inspected and all were found to be nonconforming with damaged septums observed. Functional leak test could not be performed due to the damage of the samples. Samples were visually inspected for the broken cannula and all were observed to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned samples were found to be conforming for a broken condition, therefore the one of the returned four was broken and the broken area was unknown as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. However, based on the evaluation of the information and materials received for the samples confirms the leakage occurred from the valve part of the trocar as noted by the customer. The damaged condition of the valve could have contributed to the reported event. How and when the valves became damaged could not be determined from the evaluation performed and investigation was unable to verify the root cause of the reported event. A contributing factor to the damage in samples 1, 3, and 4 is during insertion/removal of the instruments from the trocar cannula during surgery. A contributing factor for the holes (half circle) in sample 2 is that the probe was actuated while the probe was being moved in and or out of the trocar septum. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Samples met specifications for (broken). As the root cause and its origin are inconclusive for samples, further investigative or manufacturing actions are not warranted at this time. This inspection includes evaluation for damaged valves and broken hub/cannula assemblies. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery leakage occurred from the valve part of the trocar. The surgery was completed on the same day with alternative trocar and there was no patient impact.